Event description:
A valiant thoracic stent grafts were implanted in a patient for the endovascular treatment of a thoracic aortic dissection. It was reported that the patient presented with back/chest pain and hypertension pre-operatively. It was reported that a recent the angiogram revealed that there was a proximal type I endoleak proximal and distal type I endoleak. It is possible that the type b dissection was not completely covered at the time of the index procedure, resulting in the continuation of the dissection both distally and proximally. The physician elected to implant a 42x38x150 and distally 36x32x150, successfully resolving the type I endoleak and the stent grafts are extended beyond the type b dissection. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (endoleak ) patient's condition affected effectiveness of device (anatomy related). Conclusion: device failure/lack of effectiveness related to patient condition (anatomy related).

Event description:
Additional information was received for this case. It was reported that the patient recovered from acute kidney injury due torhabdomyolysis, contrast nephropathy ischemia, and renal ischemia three months post index procedure. The three year follow up revealed that there was perfusion of the false lumen from an unknown location. The physician will continue to monitor the patient.

Event description:
Correction for this case, the information; it was reported that the patient recovered from acute kidney injury due to rhabdomyolysis, contrast nephropathy ischemia, and renal ischemia three months post index procedure, this information needs to redacted, as this event was inadvertently reported for this patient however the event was not related to this patient.